Manufacturer narrative:
H.6. Investigation summary: it was reported the needle was blocked or had no hole. To aid in the investigation, five samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. Each sample was connected to a syringe with saline solution. Each sample expelled the solution with normal flow. A device history record review was completed for provided material number 305128, lot number 0115768. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd precisionglide¿ needle was blocked. The following information was provided by the initial reporter: "blocked needle / no hole."

Event description:
It was reported that the bd precisionglide¿ needle was blocked. The following information was provided by the initial reporter: "blocked needle / no hole."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.